Event description:
Device battery went from 100 percent (was still at bos 1 yr post implant) to 87 percent on hmsc. Device remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis did not show any anomalies. The current consumption was normal, and the battery status was anticipated. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.